Manufacturer narrative:
The manufacturing location for this product is nypro, (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned photos of a bd safe clip. Customer states that when trying to introduce the needle into the hole is not possible, it bends without letting it cut. The attached photos were examined and appeared to have material around the cutting hole of the device. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as this issue can occur during normal use of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: this issue can occur during normal use of the product. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the needle clipping device safe clip is not clipping. Foreign complaint the following information was provided by the initial reporter: the device "does not work", indicates that when trying to introduce the needle into the hole is not possible, it bends without letting it cut and on one occasion it broke, falling to the floor and having to pick it up, so it can be thrown away trash. Indicates that she has this device for 1 year (she does not give an exact date).